Manufacturer narrative:
(B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (dissection).

Event description:
The following article was presented on the conference ¿ ¿the 47th annual meeting of (B)(6)¿ on february 27, 2017. Takayuki hori et al, ¿treatment outcome of debranching tevar for arch aneurysm and perioperative cerebral infarction in our hospital¿. Between october 2008 and august 2016, 104 patients underwent treatment for thoracic aortic disease. 65 patients underwent endovascular procedure, and other 39 patients underwent open repair. It was presented that one patient originally treated with a gore® tag® thoracic endoprosthesis experienced a retrograde ascending aortic dissection after hospital discharge. Open surgery was performed to repair the dissection. No further information was available.